Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used - edwards sapien 3 transcatheter heart valve - PMA p140031 or edwards sapien 3 ultra transcatheter heart valve - PMA p140031.this is one of four manufacturer reports being submitted for this case.citation: aroney, nicholas p., et al. ''Clinical outcomes following single access transfemoral transcatheter aortic valve implantation.'' Catheterization and cardiovascular interventions 100.2 (2022): 227-232.per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the exact cause of the pvl is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards european affiliate, a review of the medical article, ''clinical outcomes following single access transfemoral transcatheter aortic valve implantation'' was performed. The following event was identified as pertaining to an edwards device:four (4) patients with either a sapien 3 or sapien 3 ultra valve (unknown) presented with moderate-to-severe paravalvular leak which improved to trivial-to-mild with balloon dilatation.the objective of this study is to determine the feasibility and safety of single access tavi, a novel, and minimalist technique.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2024-00383, 2015691-2024-00388, and 2015691-2024-00386.